Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was provided as the patient's, "heart giving out," and that the ipg system may have led to the patient's death. Additional information regarding the clarification of the cause of the patient's death has been requested and not yet received.